Event description:
Olympus was notified that during a laparoscopic hysterectomy, the tip of the probe broke off inside the pt's abdomen. The broken tip was retrieved from the pt. There was no report of pt injury.

Manufacturer narrative:
Olympus followed up with the user facility but no additional info was provided. Olympus followed up with an olympus independent sales rep and was informed that in the beginning of the procedure the user experienced short circuit errors followed by a probe check error. The subject device was removed, and no fractures were noted during the visual inspection. The procedure was resumed with the same subject device, a probe damage error occurred, and the tip of the probe broke off into the pt's abdomen. The broken piece of the probe was retrieved with grasping forceps. The procedure was completed with a different but similar device. There was no report of pt injury. The device referenced in this report has not yet been returned to olympus for eval. The exact cause of the user's experience cannot be conclusively determined at this time. This report will be supplemented if additional and significant info becomes available.